Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. They keypad and labels were intact. The customer reported product problem (lost programming) was not evidenced in the event history log. During functional testing, the investigator was unable to replicate the customer stated problem. The pump did not lose any program. The device ran the program for an extended period of time with any issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with device. The software was reinstalled as a preventative measure.

Event description:
Information was received that pump lost programming. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information: a1, a3, b3, d10, h6, h10. Information was received on 05/05/2020 indicating event date and indicating that there was not patient involvement in this event. Patient information was also included.